Manufacturer narrative:
The investigation for the reported aic-purge issue-other has been completed. The logs indicate that a "purge system open (#407) alarm" was triggered shortly after the calibration was completed, and the alarm remained uncleared until the aic was shut down. Initially, the case start was reverted to step 6 since the pump had not yet been started. Subsequently, the pump was disconnected and then reconnected. The purge cassette was also removed and reinserted; however, the alarm persisted. Eventually, the case start wizard was canceled and exited, at which point the alarm was cleared simultaneously with the exit of the wizard. The aic was then shut down. The root cause for the purge system open #407 alarm could not be determined as aic was not returned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was being prepped for an impella cp implant and during the preparation, an alarm reading purge system open continued to be active. Efforts were made to de air the system and cassettes were changed without success. Once de airing the line, the automated impella controller (aic) was advanced directly to the placement screen, bypassing the calibration screen. The aic was replaced to no avail. The impella cp was aborted leading to prep and implant of an additional impella cp.